Event description:
A malfunction alarm was reported by the customer; however, there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, which the caller understood and acknowledged.